Event description:
It was reported that the customer had issues with inserting a cartridge on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.